Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6: component code 4755 - user error - failure to refill insulin cartridge.

Event description:
On (B)(6) 2025, the patient reported experiencing hypoglycemia with a blood glucose (bg) level of 49 mg/dl after a supply change. The patient had run out of insulin overnight and delayed the supply change until the following morning, at which point correction dosing resumed and bg dropped shortly after. The event was corrected with two teaspoons of peanut butter. The patient did not require outside assistance or medical intervention. No hospitalization occurred and no long-term health effects were reported.